Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 395 mg/dl, 283 mg/dl, 528 mg/dl and 221 mg/dl when all tests were performed within 10 minutes on the compact plus system. Reporter stated he took 10 units of humalog based on the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter discarded the strips and so no product will be returned for eval.